Event description:
A patient reported that since their implant on (B)(6) 2016, they had about a 30% benefit. When they were taking furosemide medication, they would have no benefit from the device. They were not feeling stimulation and the therapy was on. They also reported being sore and swollen at the implantable neurostimulator (ins) site. The patient had a follow up appointment scheduled for (B)(6) 2016. The ins indication for use was not clear at the time of the report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.